Event description:
Cardiac cath procedure set up with appropriately flushed single multi-pt. Tubing and single pt. Tubing. Connection of two tubings may have been less than secured. During procedure, flush of first contrast injection demonstrated on fluoroscopy. Immediately followed by a large white column of estimated 4cc's of air. Procedure aborted. Pt arrested and resuscitated. Pt in ccu and discharged two days later. Troponins elevated at time of event.